Manufacturer narrative:
(B)(4) also was implanted: plc231400j/15746105 UDI# (B)(4). It is unknown what caused the device migration. Additional information was requested but is not available. Reportedly, the migration caused the right-side distal type I endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to component migration and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. In june 2022, a follow-up examination showed a migration of the trunk ipsilateral leg component 15 mm distally, and the right contralateral leg component 55mm proximally. Reportedly, no vessels' occlusions were noticed due to the devices¿ migration. Also, a distal type I endoleak from the right side was noted. It is unknown whether there was aneurysm enlargement, and no further information is available. The cause of devices¿ migration is unknown. On (B)(6) 2022, a reintervention was performed. The right internal iliac artery was embolized by a plug, coil and nbca. Two additional contralateral leg components were placed in the right side, and the treatment area was extended into the external iliac artery. An additional aortic extender was placed in the aortic neck. The patient tolerated the reintervention. The reporting physician commented as follows: the migration of endoprostheses occurred the first and it was significant. The migration caused the right-side distal type I endoleak.